Manufacturer narrative:
No further information is available regarding the alleged event. The investigation concluded there were no product defects or nonconformances that may have caused or contributed to the reported event. The device and its components have been evaluated and determined to be safe for their intended use. Our investigation revealed no basis to conclude the device could have caused or contributed to the reported event.

Manufacturer narrative:
This report is being submitted pursuant to 21 c.f.r. Part 803. This report does not reflect a conclusion or admission by thinx, or its employees, that the product caused or contributed to the event described in this report, or that the thinx product failed to meet its performance specifications or otherwise perform as intended. This initial report is based on information which thinx received from the consumer; but thinx is continuing to investigate, and the information has not been fully verified. The consumer alleges serious injuries; however, despite multiple attempts, no additional information has been provided. No lot information was provided with the complaint. Manufacturing records are being reviewed based on date ranges. If information is obtained that was not available for the initial report, a supplemental report will be filed as appropriate.

Event description:
Consumer alleged she experienced four miscarriages. No further information provided.